Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit had a hole, causing it to leak. This was noticed after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in new zealand for inspection. It was pressure tested and visually inspected for the reported leaks. Results: the pressure test result was outside of the required specification. Further inspection revealed that the expiratory evaqua limb sustained a hole about 6cm from the patient end connector. Secretion was also found around the hole. A lot check was not performed as lot information was not provided. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was scratched with a blunt object. All rt340 adult breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." - "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).